Event description:
It was reported that the user experienced a low blood glucose (bg) of 53 mg/dl, treated with approximately 56 grams of carbohydrate from juice, followed by hyperglycemia up to 303 mg/dl after overtreatment. The user¿s caregiver then administered two units of external subcutaneous insulin while the user remained connected to the ilet, after which the device was paused and later reconnected, and treatment included oral glucose, ilet therapy, and external insulin. Bg stabilized to 161mg/dl. Symptoms included vision problems consistent with hypoglycemia, and subsequent hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a usage problem related to injecting external insulin while connected to the ilet, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Report number: 3019004087-2026-29146 has been submitted for overtreating hypoglycemia.